Event description:
Capsule attached to pt, but would not deploy from delivery sys, they ended up pulling the capsule from the pts esophagus, which left a small perforation, there is possibly tissue in the capsule still.

Manufacturer narrative:
This report is being filed under exemption which covers a two yr time period from june 1, 2005 to may 30, 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 17 unreported malfunction events for model 902b1001 and 1 unreported serious injury event for model 9012b1011id all product code fft). This total includes the event described in this report. (See the attached summary report for a listing of all events). Failure to detach devices were included in the bravo ph capsule and delivery sys 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-dec-2007).